Manufacturer narrative:
The customer contacted the siemens healthcare diagnostics technical solutions center (tsc). After reviewing the instrument data, the tsc determined that the discrepant calcium and carbon dioxide results were due to misalignment of server 3 probes. The customer aligned server 3 probes and performed precision and qc. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant calcium (ca) and carbon dioxide(co2) results were obtained on the vista 1500. Testing was repeated on the same instrument and on a different instrument and corrected results were obtained. The initial and corrected results were reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the discordant calcium and carbon dioxide results.